Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('general abnormal. Bleed') and hiv infection ('hiv'). In an adult female patient who had essure (batch no. 904755), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida and parity 3. Previously administered products, included for an unreported indication: seasonique. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hiv infection (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy:rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). And was found to have hormone level abnormal ("hormonal changes"). And weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, hiv infection, dysmenorrhoea, intermenstrual bleeding, iron deficiency anaemia, allergy to metals, dermatitis allergic, psychological trauma, hormone level abnormal, urinary tract infection, fatigue, headache, nausea and weight increased outcome was unknown. The reporter considered allergy to metals, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hiv infection, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, nausea, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for nickel allergy, rash/skin condition, hiv, uti. Discrepancy: essure insertion and essure confirmation test(s) performed same date on (B)(6) 2012, result: bilateral occlusion. As per mr, discrepancy noted, in date of insertion: (B)(6) 2012. Right tube had 4 coils showing. Left tube had 4 coils showing. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal. Bleed') and hiv infection ('hiv') in an adult female patient who had essure (batch no. 904755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: seasonique. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hiv infection (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy:rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, (B)(6) infection, dysmenorrhoea, intermenstrual bleeding, iron deficiency anaemia, allergy to metals, dermatitis allergic, psychological trauma, hormone level abnormal, urinary tract infection, fatigue, headache, nausea and weight increased outcome was unknown. The reporter considered allergy to metals, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hiv infection, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, nausea, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for nickel allergy,rash/skin condition, (B)(6), uti discrepancy: essure insertion and essure confirmation test(s) performed same date on (B)(6) 2012 result : bilateral occlusion as per mr, discrepancy noted in date of insertion:(B)(6) 2012 right tube had 4 coils showing. Left tube bad 4 coils showing. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, patient's medical history, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.